Manufacturer narrative:
(B)(4). Only event year known: 2015. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a patient with history of colectomy, colostomy, and hartmann¿s procedure for ruptured sigmoid diverticulitis six months prior to this encounter. Patient underwent an elective colostomy takedown and operative note indicates surgeon took down significant adhesions without issue, mobilized the splenic flexure, and proceeded with an attempt at coloproctostomy. The surgeon advanced a ¿33 mm ceea shaft¿ transanally with some tension, and the surgeon noted it ¿did not come all the way to the orange part¿ but he was able to ¿push the rectum down to the orange part.¿ he then connected the anvil to the shaft, and another surgeon fired the stapler. The stapler was then released. But upon checking the tissue donuts, ¿they were not satisfactory rings.¿ the anastomosis site was inspected and the surgeon found a hole on the left lateral and posterior side about 2-3 cm large. A transanal colonoscopy revealed that part of the staple line appeared torn, and the hole was then closed with sutures. The op note indicates it ¿took a few tries with air insufflation into the rectum¿ until they ¿got an air tight fit.¿ additionally, ¿there was diverticulum off of the anastomotic site which was also leaking air and that was closed with a figure of eight suture after inverting it.¿ upon putting additional air pressure on the rectal area, it was found that air was leaking into the retroperitoneal area, but a scope exam did not reveal any defect in that area. Nevertheless, the surgeon decided to proceed with a diverting loop ileostomy. On pod 7, the patient underwent an uneventful irrigation and delayed primary closure of his midline wound that had been left open due to the complications in the prior surgery and discharged. However, on pod 10, the patient presented back to the hospital complaining of abdominal pain, rectal bleeding, and blood in his urine. CT scan revealed a very scant amount of air in the abdomen and fluid in the pelvis, but no evidence of cellulitis or problems with the intestine. The patient underwent a flexible sigmoidoscopy two weeks post op and the surgeon noted the anastomosis looked ¿a bit friable and excoriated¿ and thought it to be the source of the patient¿s bleeding. He also noted there was ¿some mucosal injury during the stapling that was apparent¿ but did not see any evidence of a rent, of swelling or narrowing ¿and everything actually looked fairly good.¿ the anastomotic site was then rinsed and no other abnormalities were noted. No information regarding status of ileostomy is provided; however, the anastomosis was noted to be 13 ¿ 14 cm from the anus.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2022. Medical records received and attached. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.